Manufacturer narrative:
The initial reported event of high voltage coil impedances triggering lead integrity alert was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. Evaluation summary: the medial segment was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc and defib impedances triggered lead integrity alert. The lead was replaced. The lead was later explanted. No patient complications have been reported as a result of this event.